Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc), but returned to olympus keymed (okm). According to the investigation by okm, the guidewire-locking groove of the subject device was broken. Omsc checked the device repair history of the subject device and confirm that the guidewire-locking groove has not been replaced ever. The device history record indicates that the subject device has been shipped in conformity to the specifications. The exact cause of the reported event could not be conclusively determined. However, omsc surmised that this phenomenon attributed to the stress applied to the guidewire-locking groove. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During cannulation of the bile duct, the guidewire snapped and the user could not insert stents more. The user replaced the subject device with a similar device and completed the procedure. There were no reports of patient injuries related to this incident.